Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event was the prophylactic explant of a device that was subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. As received, visual inspection noticed the device header separated from the body of the pacer with severe header damaged which prevented the device from additional testing. Further visual evaluation found no anomaly on the header related to the field concern. Review of the device image indicates the device voltage is above elective replacement indicator (eri) however additional testing could not be performed due to device header damage during the explant procedure. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.